Event description:
A pt with a history of adhesions and recurrent small bowel obstruction was admitted to the hospital on (B) (6) 2009, complaining of abdominal pain, nausea, and vomiting. The same day she was admitted she had an exploratory laparotomy with lysis of adhesions for a suspected small bowel obstruction during which several pieces of surgiwrap were placed around the bowel, in the pelvis, and on the anterior abdominal wall prior to closure. On (B) (6), the pt still had a small bowel obstruction, so a second exploratory laparotomy with lysis of adhesions was performed as well as a small bowel resection. Upon entry a severe inflammatory response was found in the lower abdomen and at the lower midline incision. The lower midline incision also was noted to have fat saponification and fibrosis. Because of the inflammatory reaction and adhesions found in the pelvis, and multiple enterotomies the majority of the small bowel was removed. The pt gained back bowel function after the small bowel resection on (B) (6) and was released from the hospital on (B) (6) 2009.